Manufacturer narrative:
The device was received with the cannula assembly fully deployed and the formed needle completely retracted; the pink slide insert was visible through the viewing window of the top housing. The needle mechanism was inspected, and no issues were found that would result in the cannula retracting. The downloaded data showed no abnormalities that would indicate a needle mechanism failure. The device completed its first and second prime sequences and ran a total of 1036 pulses. Blood was observed on the device. The exposed portion of the soft cannula was observed to be kinked. During the investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. No other damages or defects were found that would result in a failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose reached over 500 mg/dl while wearing the pod between 4 and 24 hours. The cannula was not visible and the pink slide moved forward, indicating that the cannula deployed and retracted back into the pod.